Event description:
A dr from the hospital called and stated that he needed the pump to be shut off. The dr did not reveal any medical info other than the customer was experiencing severe hypoglycemia, troubleshooting was performed. It was found that the customer was running a pattern a with one basal rate of 0.9u per hour. The last bolus was five days before admission. The time and the date were correct.